Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received an appropriate treatment. The device was started up at 09:58:52 on (B)(6) 2023. At 02:53:12 on (B)(6) 2023, an arrhythmia was detected. ECG shows vt @ 200 bpm. At 19:04:55, the patient received the appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was severe bradycardia @ 10 bpm. At 03:04:53, an arrhythmia was detected. ECG shows vf with CPR/motion artifact and electrode lead falloff. CPR/motion artifact and electrode lead falloff prevented the lifevest from treating the patient. The electrode belt was disconnected at 03:05:07 on (B)(6) 2023.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.